Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line connector during fill 1 of 4 of treatment and the treatment was cancelled. It was reported that as soon as the patient started to fill, fluid stated squirting out of the connector. The cause of the leak is unknown. The patient was advised to re-setup the cycler using new supplies. Upon follow up, the patient contact stated the pin looked to be broken and fluid came out from the tube and line. The patient contact stated the patient has been continuing treatment without issue. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line connector during fill 1 of 4 of treatment and the treatment was cancelled. It was reported that as soon as the patient started to fill, fluid stated squirting out of the connector. The cause of the leak is unknown. The patient was advised to re-setup the cycler using new supplies. Upon follow up, the patient contact stated the pin looked to be broken and fluid came out from the tube and line. The patient contact stated the patient has been continuing treatment without issue. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.